Event description:
According to the reporter, during a laparoscopic nephrectomy, the device was inserted by an open method and pneumoperitoneum was started, but air leaked from the valve part and the pneumoperitoneum could not be done, the air release button also did not respond, the flapper valve seal was damaged. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the flapper door button was broken and the door was inside the body of the device. The trocar balloon, main valve seal, and converter doors appeared intact. The inflation syringe was not received. The obturator was not received. Functional testing found the converter doors moved and locked in place properly. A test insufflation syringe was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. A water bath test was performed for possible leakage and no air bubbles were found. The balloon was inflated using a test insufflation syringe and no leaks were detected. It was reported that the flapper valve seal was damaged. The reported issue was not confirmed. The most likely cause could not be established from the information available. It was also reported that air leaked from the valve. The reported issue was confir med. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The evaluation detected an unreported condition: broken lock collar. Visual examination noted that the lock collar was broken. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the flapper door button was broken and the door was inside the body of the device. The trocar balloon, main valve seal and converter doors appeared intact. The lock collar was broken. The inflation syringe was not received. The obturator was not received. Functionally, the converter doors moved and locked in place properly. A test insufflation syringe was attached to the insufflation port and supplied air was injected into the cannula. The air flowed through the tubing and cannula unrestricted. The balloon was inflated using a test insufflation syringe and no leaks were detected. It was reported that the seal was damaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the balloon had a leak. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition of broken lock collar. The product analysis noted evidence that the device was not used as intended. The issue can occur if force was applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.